Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared multiple temperature alarms while the customer was sleeping. The customer's blood glucose level was 200 mg/dl. The pump was not within abnormal temperature conditions. It was indicated that the customer would administer manual injections as alternate insulin therapy.